Manufacturer narrative:
Additional information was added : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that am as50 syringe infusion pump had an error message l000028 . It was further reported that the error continues even though the batteries were replaced. This was identified during setup preparation. There was no patient involvement. No additional information is available.